Event description:
Rn primed tubing with a heparin. A black speck appeared in the tubing chamber after priming the line. IV tubing and medication bag not used on patient. Manufacturer response for primary plum set clave port, clave y-site, secure lock,103in, ICU medical (per site reporter). Pending pick up of item.